Manufacturer narrative:
Section f completed by the MFR based on info received by the hosp. Infiltration if a complication of IV therapy. This device does not have infilitration detection capabilities. The healthcare professional has the responsibility for frequent inspection of the IV site for signs of an infilitration. To date the infusion pump has not been returned to baxter healthcare for evaluation. An add'l follow-up report will be filed if the pump is received at a later date.

Event description:
It was reported that a child less than 1 year of age developed a severe infiltration of the right arm while receiving IV therapy at 80 ml/hr with the infusion pump. It was reportedly that the entire arm became swollen, with blistering, skin discoloration and sloughing occurring. The pt was transferred to another medical center for treatment.